Manufacturer narrative:
Date of event: the event date is approximate. Customer contact name, mailing address and email address was not provided. Report source: the complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
G3: the complaint was received from a consumer in japan. Analysis results: the cause of the customer's complaint was shaft press fit.